Event description:
A technician reported a pt with postoperative myopic surprise and residual astigmatism following intraocular lens (iol) implant surgery. Approx three weeks after the surgery, the pt stated that her vision was "pretty good but a little hazy". A yag laser was performed. The pt reported she is "doing great".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/19/2009, 06/29/2009, and 07/13/2009 by phone, fax, and mail. Additional info was received by phone. A completed questionnaire has not been received.